Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00368 thru 3012447612-2018-00375.

Event description:
It was reported that six closure tops and two pedicle screws broke. Additional information was requested but has not been made available. This is report seven of eight for this event.

Manufacturer narrative:
The polyaxial screw was returned for evaluation. The tulip head has disassembled from the shank and there is thread damage present in the tulip. The cause of the disassembly is likely attributed to the deformation of the splines associated with final tightening and subsequent loosening of the rod and closure top within the tulip. The cause of the damaged tulip threads was likely due to a misalignment when installing the closure tops which subsequently cross threaded. A review of the DHR did not identify any issues which would have contributed to this event.